Event description:
The customer reported in regarding a return of her broken insulin pump. During the call, the customer stated that she ended in the hospital, and she seems to be upset. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.